Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient developed black tissue at the implant site. The system was explanted and replaced.

Manufacturer narrative:
(B)(4).